Manufacturer narrative:
The key market reported that the oxygen pipe was replaced; the device was then tested, and then returned to use.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an oxygen leak. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had an oxygen leak.

Manufacturer narrative:
Initial reporters institution phone #: (B)(6); initial reporter phone #: (B)(6)